Event description:
During orif procedure consultant reported the resident leaned on drill bit and the drill bit broke. The resident did not remove the fragment and the broken drill bit remains in pt's bone. Procedure completed with no further incident.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.